Event description:
It was reported the flushing pump presented pump head failure. The issue was identified during an unspecified procedure, and it was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, and due to correction. Updated fields: h2, h6, h11 corrected fields: d2a. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event and troubleshooting was performed, which was able to resolve the reported event. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.